Event description:
It was observed that during the device evaluation, the subject flex video scope device exhibited corrosion on the light guide (lg) cover glass and stickiness on the grip, up/down (ud) plate and universal cord (uc)/cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the stickiness and corrosion malfunction: damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.